Event description:
Caller reported intermittent occlusion alarms. The exact impact on the customer's blood glucose levels was unspecified, as they declined to provide this information. However, the patient was hospitalized with a high blood glucose level of approximately 300 mg/dl and received manual correction. To address the issue, the customer was advised to change the infusion set and cartridge and to resume insulin delivery. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.